Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy through normal density tissue, the device allegedly failed to prime. It was also further reported that the device allegedly self-activated. A coaxial was not used. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the batch/lot number was not provided. Investigation summary: one maxcore biopsy needle has returned for evaluation. On the visual evaluation of the device, it appeared clean and both slides at initial position. No other specific anomalies noted. On the functional evaluation of the device, the device has not able to prime fully. The bottom slide has self-activated a, drop has performed and during the test the top slide of the device self-activated. An x-ray of the tang shows the tangs were not fully engaged. On further the device dissembled the device, it has noted the right bumper has missed and the left bumper found bent. Therefore, the reported failure to prime as confirmed as the device does not primed during the functional test, the investigation has confirmed for identified self-activation as the top slide self-activated during the evaluation. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy procedure through normal density tissue, the device allegedly failed to prime. It was also further reported that the device allegedly self-activated. The procedure was completed using another device. There was no patient contact.